Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause cannot be determined. The instructions for use (IFU) identifies thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that the fred was implanted on (B)(6) 2019 in the right internal carotid artery (ica) cavernous segment as part of treatment for an unruptured saccular aneurysm on a patient enrolled in the frits clinical trial. The ica was without stenosis at the completion of the procedure. During the 6-month follow-up mra exam, an in-stent occlusion was identified. The blood was observed to flow "differently and sufficiently," and there was no evidence of infarction. Antiplatelet therapy was administered and the event was reported to have resolved without sequelae on (B)(6) 2020. The event was determined by the physician to be not serious and of mild severity. The patient remains asymptomatic.